Event description:
It was reported to boston scientific corporation that a wallflex ¿ duodenal stent was used within the duodenum during a stent placement procedure performed on (B)(6) 2015. The stent was to be implanted to treat a 5cm stricture from the stomach to the duodenum. The patient¿s anatomy was reported to be relatively straight. According to the complainant, during the procedure the wallflex ¿ duodenal stent was completely deployed. After the stent was deployed, the physician noted that the wallflex ¿ duodenal stent was shorter than the stricture. The physician was unable to implant the stent in the desired location. The physician then removed the wallflex ¿ duodenal stent from the patient using forceps. The physician claimed that the wallflex ¿ duodenal stent was smaller than the labeled length as he felt the deployed stent appeared shorter inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A deployed wallflex duodenal stent was returned for analysis. Visual and microscopic examination of the returned device found no issue with its profile which could have contributed to the complaint incident. The stent length from the tip of the formed loop to the welded loop was measured to be 65mm which is within specification (60 mm +/-5 mm) for the 22mm x 6 cm wallflex duodenal stent. Based on the evaluation of the returned device, the complaint that the stent was shorter than the labeled length was not confirmed. The complainant reported that the deployed stent was not measured but looked shorter while inside the patient. The most probable cause for the stent appearing shorter than 60 mm is because the stent length was assessed incorrectly under fluoroscopy. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent was used within the duodenum during a stent placement procedure performed on (B)(6) 2015. The stent was to be implanted to treat a 5cm stricture from the stomach to the duodenum. The patient&#38112;anatomy was reported to be relatively straight. According to the complainant, during the procedure the wallflex duodenal stent was completely deployed. After the stent was deployed, the physician noted that the wallflex duodenal stent was shorter than the stricture. The physician was unable to implant the stent in the desired location. The physician then removed the wallflex duodenal stent from the patient using forceps. The physician claimed that the wallflex duodenal stent was smaller than the labeled length as he felt the deployed stent appeared shorter inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) stent positioning placement issue. (B)(4) stent size incorrect. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.